Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter: occurred during a robot assisted prostatectomy procedure. In use for anastomosis of bladder to urethra, needle detached from the suture. The detached needle got into the tissue. A computerized axial tomography (CT) scan was performed to search for the needle and it could be retrieved. The procedure was completed with another device. The surgical time was extended by more than thirty minutes. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The reported condition for this incident was that the needle broke at the swage, disengaged into the cavity and was retrieved. The visual inspection of the sample noted one needle and one suture. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. No other abnormalities were noted during product evaluation. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Grasping the suture during application can damage the suture as observed. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.